Event description:
It was reported that the patient underwent generator replacement on (B)(6) 2013. Attempts to have the generator returned for analysis have been unsuccessful to date.

Event description:
Clinic notes dated (B)(6) 2013 note that the patient has been having more frequent seizures at night. The patient experiences increased myoclonus at bedtime. It was noted that a decrease in vns intensity is noticed. It was noted the vns needs to be replaced and that patient is referred to surgeon. Surgery is likely, but has not occurred to date. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
.